Event description:
As reported by the user facility: reports four items occurred over the last year involving leaking sets. Discovered during infusion, one lead to a chemo spill. Customer did not save samples. During a follow-up call to the facility, the reporter confirmed that there was no injury or intervention required to the patients or staff as a result of this incident. The reporter stated the exact location of the leak is unk, but is believed to be near the blue flow clamp which goes into the outlook pump. A sample is not available to be returned.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.